Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between a homechoice cassette and the heater bag. This was described as "the connection between the warming bag and its tubing tends to 'slip,' and no matter how much¿ the patient twists it, ¿it won¿t tighten completely when connecting the warming bag¿ which resulted in a leak at the connection. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.